Event description:
Partial knee replacement of right knee by dr (B)(6). My leg swelled up 3 days after surgery to about 2x normal, I still have some swelling. My quad muscle totally shut down and is still not functioning correctly. My knee pops and clicks all the time now. Five months after surgery and I can't walk more than 30 minutes without pain, and I can only do stairs like an old man, I'm (B)(6). When I told my surgeon about my issues, he blew me off and said I have nerve damage, now he refuses to continue my care. I told my surgeon I'm a full time (B)(6) and need to go up and down steps 100 to 150 times a day and walk 5 to 6 miles across uneven terrain, everyday! He said no problem you'll be back to work in 3 months. I now have a date with a (B)(6) doctor who will evaluate my status. The implant was put in correctly but the complications surrounding it make it hard for me to rehab.

Manufacturer narrative:
The exact cause of the event could not be determined with the limited information available at the time of evaluation

Event description:
Partial knee replacement of right knee by dr (B)(6). My leg swelled up 3 days after surgery to about 2x normal, I still have some swelling. My quad muscle totally shut down and is still not functioning correctly. My knee pops and clicks all the time now. 5 months after surgery and I can't walk more than 30 minutes without pain, and I can only do stairs like an old man, I'm (B)(6). When I told my surgeon about my issues, he blew me off and said I have nerve damage, now he refuses to continue my care. I told my surgeon I'm a full time letter carrier for the (B)(6) and need to go up and down steps 100 to 150 times a day and walk 5 to 6 miles across uneven terrain, everyday! He said no problem you'll be back to work in 3 months. I now have a date with a dept. Of labor doctor who will evaluate my status. The implant was put in correctly but the complications surrounding it make it hard for me to rehab.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.